Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #12 (type iii bone). Primary stability and osseointegration were achieved. Immediate extraction was involved in the event. The clinician states maybe premature loading/pressure from the provisional prosthesis was involved. The final restoration was placed on (B)(6) 2013. The implant was removed on (B)(6) 2013 due to pain. Medical history: pt smoker.